Event description:
It was reported that the pt complained about loudness variations and then she stopped being able to hear. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted, and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.